Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut off), vented cap. It was reported that the bottom part of the burette that connects to the set pops off which normally is non-detachable. Someone become aware of the issue through astute observation by pch anaesthetic techs. There was patient involvement, unknown delay in therapy and no adverse event and no harm.

Manufacturer narrative:
Investigation summary: received four (4) open/unused. List #011-c7014, 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented caps for inspection. The tubing on three (3) of the samples were returned for evaluation. Received one (1) photo of the sets. Insufficient solvent was found on the outlet ports of all four (4) burette sets and three (3) of the tubing disconnected from the outlet ports. The reported complaint can be confirmed on four (4) of the used samples. The probable cause due to insufficient solvent applied during manual assembly in the manufacturing plant. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.